Event description:
The hospital reported that during a coronary artery bypass procedure, three heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seat was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection showed that the tension spring remained inside the deployment tube and the seal was loaded incorrectly inside the deployment tube. The reported failure was confirmed.